Event description:
The technician alleged that the foot section moved by itself. No pt impact.

Manufacturer narrative:
The technician found the caregiver control button sticking. The technician replaced the caregiver control button to resolve the issue.